Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD,, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged. The lead was attempted to be repositioned but was difficult due to the patient¿s anatomy. The lead was removed and a new lead was implanted. It was further reported that during the atrial lead revision, the right ventricular (rv) lead dislodged. The rv lead was attempted to be repositioned but the physician was unable to extend the lead helix after it was retracted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and anathe full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix was over retracted which becomes inoperable when lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.